Manufacturer narrative:
(B)(4). This lead was retained by the hospital and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this lead was explanted and replaced with an epicardial lead. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture (loc) on some vectors one day post implant. An x-ray confirmed that this lead had pulled back a little bit. The physician successfully repositioned the lead and obtained good lead measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.